Event description:
Patient with known coronary artery disease. He is status post myocardial infarction and aicd implant 5.5 years ago for ischemic cardiomyopathy, madit ii criteria. The patient had a guidant defibrillator implanted. Because of need for battery change, the patient was admitted. Because his prior device was a recalled guidant model, the ICD was changed to a one from a different manufacturer.